Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was torn. The lens was removed from the eye with no patient injury and another same model lens was implanted. The reporter stated the lens was damaged during the loading process.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic was torn off and missing. The lens was returned in liquid. (B)(4).